Event description:
Tech noticed there was a hair in the drill underneath the styrofoam. There was no adverse consequences reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.